Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime/compromised force sensor test and displacement test. However, the unit was received stuck in the motor error loop during bolus/basal delivery. The unit was unable to confirm motor position encoder error. Alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on the lcd window. The insulin pump was received with cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.